Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there were episodes of low sensing and high capture threshold on the right atrial (ra) lead. The procedure was prolonged by approximately one hour while trying to locate appropriate sensing and threshold values. The ra lead was explanted and replaced with a non-abbott lead to resolve the event. The patient was stable and will continue to be monitored.